Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 short port would not hold air. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is not returning.